Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between february 15-20, 2024. H11: the device was received for evaluation. Visual inspection was performed on the returned sample, and fluid was noted inside a bag that contained the unit. The winged luer cap was found to be untightened. There was no surface roughness observed inside the cap when inspected under the microscope. A functional leak test was performed, and no signs of leaking were observed. The reported condition was verified. The cause of the issue was user related. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from distal luer connecter during patient infusion. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.